Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation; however, there was no allegation or indication of an edwards device malfunction. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. In this case, the event appears to be related to patient factors (tall leaflets, low coronary heights, and effaced sov) and procedural factors (device manipulation, kinking of guide catheter). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After deployment of a 23mm sapien 3 valve in a non-edwards surgical valve with a commander delivery system at nominal inflation the patient went into cardiac arrest and CPR was performed. The delivery system was pulled back into the descending aorta and an aortic root angiography was performed. Angiography revealed that the left and right coronaries (rca) were occluded, but also showed the right coronary guide catheter had kinked while the valve deployed. An unsuccessful attempt was made to bring the stent out and over the valve to reopen the rca. The lca stent was deployed but the patient was unable to recover from the rca occlusion. Subsequently, the patient expired. As reported, the patient was implanted approximately 4 years ago with a non-edwards surgical valve that was failing due to stenosis and regurgitation. Due to the surgical valve supra-annular implant, tall leaflets, low coronary heights, and effaced sov the patient was deemed high risk along with other co-morbidities. The lca height was 8.1mm and the rca height was 12.1mm. The surgical team placed a guide catheter along with an undeployed coronary stent into both left and right coronaries before implantation of 23mm s3 valve knowing the 23mm s3 valve could possibly occlude both coronaries due to the risk factors mentioned above.